Event description:
Prolene mesh inserted for incontinence but cut on (B) (6) 2007. Then removal started on (B) (6) 2010. Doctor wouldn't do it any sooner. Many yeast infections. Dates of use: ongoing. Diagnosis or reason for use; incontinence. Event reappeared after reintroduction?: yes.